Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-jul-2017, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 the hcp was requesting MRI compatibility guidelines. Per the hcp, the patient had the catheter revised/replaced in the past on an unknown date due to it being kinked. No patient symptoms were reported. No further complications have been reported as a result of this event.